Event description:
Follow-up identified the physician has been ordering injections for the patient.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not used nor recharged her scs system for over a year. As a result, the ipg is inoperable. In turn, surgical intervention may be undertaken as the next course of action.

Event description:
Follow-up revealed surgery took place on (B)(6) 2018 wherein the ipg was explanted .